Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "uretex". Additional info from the importer report: report date: 07/19/2012. Catalog number - 485013. (B)(6).